Event description:
It was reported that while infusing pitocin the device beeped at 24ml/hr, but the rate displayed on the screen was 4ml which was the starting dose not the current dose. Clinician then manually changed the rate to 24ml/hr. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.